Event description:
Failure of pneumatic tourniquet to increase pressure beyond 330 psi. Staff member inappropriately used devicedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, mechanical tests performed, visual examination. Results of evaluation: expected wear/deterioration, telemetry failure, incorrect technique/procedure, control switches/knobs/toggles. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.